Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op diagnosis: mixed urinary incontinence and cystocele with pelvic prolapse. Post-op diagnosis: mixed urinary incontinence and cystocele with pelvic prolapse. Name of procedure: pubovaginal sling and cystoscopy.